Event description:
It was reported that the patient experienced infection at the ipg site. Patient was hospitalized. As a result, the ipg was explanted.

Event description:
Additional information received identified that the patient complained of calf pain which continued to worsen. Patient was hospitalized for unknown fever and was treated with i.v. Vancomycin. Per physician, cultures were not positive for infection. Calf pain happened after the implant.

Event description:
Additional information received identified that patient is doing great and issue resolved.